Manufacturer narrative:
Site reported that patient with history of radial keratotomy (rk) and photorefractive keratectomy (prk) had the light adjustable lens explanted from the left eye as the desired refractive outcome was not achieved after light adjustment treatments.the lens was explanted on (B)(6) 2020 (rxsight's first awareness was 10/29/2020). Device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned, and is currently being evaluated.

Event description:
Site reported that patient with history of radial keratotomy (rk) and photorefractive keratectomy (prk) had the light adjustable lens explanted from the left eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020 (rxsight's first awareness was 10/29/2020).

Manufacturer narrative:
Site reported that patient with history of radial keratotomy (rk) and photorefractive keratectomy (prk) had the light adjustable lens explanted from the left eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020 (rxsight's first awareness was (B)(6) 2020). Evaluation of the returned lens verified the lens had been cut into multiple pieces due to being explanted. Other than the damage to the lens, no visual or optical abnormalities were noted.

Event description:
Site reported that patient with history of radial keratotomy (rk) and photorefractive keratectomy (prk) had the light adjustable lens explanted from the left eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020 (rxsight's first awareness was (B)(6) 2020).